Manufacturer narrative:
B5 updated with additional information received. H6. Device codes update based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that while attempting to retrieve the coil, when it was only partially retracted in the mi crocatheter, it detached. Since it could not be fully retrieved safely, the physician attempt to push the coil back into the aneurysm using a guidewire but it could not be fully pushed back into the aneurysm and a portion of the coil remained outside the aneurysm, in the parent vessel. Thus a neuroform stent was implanted. The cause of premature detach after non-detachment was not determined. No issues had occurred prior to coil non-detachment. There was no damage observed to the axium pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil did not detach with the instant detacher. Manual detachment was attempted by breaking the push wire and pulling the end, coil did not detach. While retracting the microcatheter the coil came back into the microcatheter. It was pushed back into the aneurysm with the wire. At the end there was coil protrusion into the parent vessel which was treated with neuroform atlas intracranial stent. The device and any accessories were prepared as indicated in the IFU. There was non-detachment. The physician attempted to detach the coil with the instant detacher 4 times. The physician did not try another instant detacher. There was one attempt at detachment via hypotube. Coil did not detach with the detacher or manual detachment. It was pushed into the aneurysm with guidewire and there was protrusion into the parent vessel. The patient is alive with no injury. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a sl 10 excelsior microcatheter, synchro select soft straight 0.014 guidewire.